Event description:
Additional information received indicated that the lead was explanted on (B)(6) 2016. The patient was stable post procedure.

Event description:
Additional information received indicated that the lead was explanted and returned.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock therapy due to lead dislodgement, noise, and high capture threshold. The patient will remain at the hospital for a lead replacement. The patient was stable. No further information is available.